Manufacturer narrative:
(B)(4). The position of the thumb valve did not appear to be fully upright (closed). The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. This did stop the suctioning. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. Suction also occurred in the locked position. A review of the device history record for lot number m5089t612 was reviewed and the product was produced according to product specification. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 8030647-2015-00172 for the first patient. Refer to 8030647-2015-00173 for the second patient. Refer to 8030647-2015-00174 for the third patient. Refer to 8030647-2015-00175 for the fourth patient. It was reported that the endotracheal tube was continuously suctioning even in the lock position causing a leaking issue. There were four occurrences with four different patients. For three occurrences, there was no ventilator alarm, as the suctioning issue was discovered during the initial catheter set-up and there was continuous suctioning heard from the catheter. The fourth occurrence was discovered on the second day of catheter use, and there was a low volume alarm at the time when the catheter was about to be changed out. The catheters were each switched out to a different catheter with no further issues. There was no medical intervention, and no patient injury.